Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A company representative reported an episode of (B)(6) in a patient's left eye post lasik. Additional information has been requested. Upon follow up, the patient was prescribed a dietary supplement of amino acids to use before and post operatively. Post-operatively the patient was prescribed a topical antibiotic, steroid and a sterile isotonic solution to use. Topical steroid dosage was increased to every hour after two days of using a steroid ointment at night and an oral steroid was prescribed to take for one week.

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during device history records review. The system history shows that the laser was verified successfully prior to and after the date of treatment. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).